Event description:
It was reported by the user to the olympus endoscopic support specialist (ess) that during reprocessing of the colonovideoscope, multiple steps were observed being performed incorrectly by staff members. The issue was identified during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices from start to finish and provide reprocessing training, and if necessary, to correct and address any reprocessing deviations. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.